Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presently remotely via merlin.net to the clinic, the atrial lead exhibited loss of sensing. The clinic would follow-up with the patient for additional findings. The lead remained implanted.